Manufacturer narrative:
(B)(4). D10: medical product: unknown persona femoral component; unknown persona tibial tray. G2: foreign: switzerland. G2: literature: hax, j., leuthard, l., baumann, g., preiss, s., stadelmann, v.a. & worlicek, m. (2024) comparable results in total knee arthroplasty using the rosa knee system versus the conventional technique: a retrospective propensity-matched cohort study. Knee surgery, sports traumatology, arthroscopy, 32, 3239¿3251. Https://doi.org/10.1002/ksa.12330. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
On 16-jun-2025, a journal article was retrieved from wiley (2024) that reported a study from switzerland. The purpose of the study was to evaluate rosa tka accuracy and compare its radiographic and clinical outcomes to conventional tka. The study reviewed 55 patients all rosa tka were operating on by one senior orthopaedic surgeon with high volume knee replacement experience. The study reviewed 55 conventional tka patients with propensity scores that matched with the 55 eligible rosa tka patients. All surgeries were performed in a supine position under spine or general anesthesia and received persona implant with a fixed-bearing platform and ultra-congruent inlay. The study population had a mean age of 70 years for rosa tka and 71 years for conventional tka at time of surgery; (36 females rosa tka / 35 conventional tka,19 males rosa tka / 20 conventional tka). Follow-up radiographs were conducted at 6-weeks and throughout the 1-year postoperative period. The study reported one patient within the rosa tka group developed an infection within one year post-implantation. The patient underwent joint debridement, irrigation, and revision of the articular surface. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.